Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The caller reported the customer was hospitalized on (B)(6) 2015 before their death. The customer's blood glucose was 155 mg/dl at the time of death. The official cause of death was from a heart attack. The caller reported the customer had a heart disease and heart failure before passing away. It was also reported the customer had a gall bladder infection before their passing. The caller stated the customer did not use sensors and was not wearing one at the time of death. It was also reported the customer was not wearing the insulin pump at the time of death. The insulin pump was removed from the customer's body 12 hours before their death by a doctor. The caller agreed to return the insulin pump for analysis.